Event description:
Info received indicates that after approx 30 mins on bypass, the tubing ruptured in the pump head raceway using smaller size tubing. The damaged tubing line was clamped off and the case proceeded using only larger size tubing available. No report of pt complication has been received, other than minimal blood loss noted and no product replacement was reported.

Manufacturer narrative:
Conclusion = cause of event has not been determined. Analysis: product evaluation confirms the reason for return, a cut is detected in the tubing relating to the reported leak. Results of visual inspection shows a small cut that measures 1/4 inches in length in seen in the tubing located approx eight inches from the y-connector near the blood intel port. Mechanical testing confirms the leak originates from the cut in the line. No other sign of obvious physical damage was noted on the returned product. Event review shows the estimated pt blood loss was approx 50cc. Although requested, product specific info (mfg lot number) has not been provided. Conclusion: no pt complication. Findings from analysis are inconclusive; medtronic is unable to determine an exact cause for the product damage.